Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third party service provider contacted ventec to report that their device would unexpectedly shutdown. There was no patient involvement.

Manufacturer narrative:
H6: ventec has determined that this medwatch report was submitted in error.  The device was returned to ventec for evaluation.  Ventec determined that the reporter, an authorized third party service technician (asp), had incorrectly reassembled the device following their service activities resulting in the unexpected loss of power.  Furthermore there were no reports of a device malfunction prior to these service activities by the asp. This information was not available to ventec prior to the submission of the initial medwatch report. The investigation determined that the cause of the reported issue was operator error, due to the incorrect reassembly of the device. There was no evidence of a device malfunction observed.